Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tetralogy of fallot procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/15/2020. H3 evaluation: an empty opened labeled winding former and two detached needles of product were received for analysis. The product code is double armed. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected, no suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.